Event description:
It was reported that after use, the cardiosave intra-aortic balloon pump (iabp) units battery will not charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the power management pcb after determining that it was the problem. The fse completed a preventive maintenance (pm) with safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing department (fat) wayne, nj. The power management board with reported failure of batteries not charging. Fat performed a visual inspection as per the cardiosave service manual with visual damage. The failure analysis and test dept. Installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure and the cardiosave service manual. The problem was verified ( will not charge batteries) . It was observed the ic chip q27 was compromised and nonfunctional. This failure was the suspected cause of the power management board failure. The board will be scrapped per procedure.